Event description:
Information received from the field does not address the patient's clinical status but notes that during implant, the device would not pace in ddd mode, but only in aai and vvi modes. The lead connections were evaluated and found to be normal. Therefore, a new device was placed.